Event description:
The original report stated that the "balloon was ripped". Upon receipt of the complaint unit, the damage was found to be much more significant. Efforts to clarify the complaint and obtain additional details were unsuccessful.

Manufacturer narrative:
One embolectomy catheter was received with the stylet wire. There was no packaging received. A tubing fracture was visually apparent 3cm proximal of the tip. Two other fractures of the tubing were noted under the balloon latex, at the #2 and #4 inflation holes. The two other inflation holes are collapsed (oval shaped). All break sites match and there are no missing sections. The complaint was confirmed and is considered related to the manufacturing process. An investigation is being opened to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.